Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited far-field oversensing of the r-wave by the right atrial (ra) lead. This resulted in false atrial tachy response (atr) episodes. Technical services (ts) suggested reprogramming options for troubleshooting. No adverse patient effects were reported. Currently, this crt-d system remains in service.